Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other leaflet; mitral regurgitation increased. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed without issue. The mr was reduced to 2. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4 and the physician believed that the slda was due to the short posterior leaflet. A second clip was implanted to stabilize the slda clip. With the two clips implanted, mr was reduced to <1. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology due to the short posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.